Event description:
A malfunction was reported on a pump by a customer. There was no adverse impact to the customer¿s blood glucose level. The customer initially relied on tresiba as backup insulin therapy and contacted customer technical support for assistance. Technical support provided pump reset information, helped reset the pump, and confirmed that the malfunction code did not recur after resetting. The customer was instructed to continue using the pump and to call back if any further issues arose.